Event description:
"I have received an error report on a wheelchair azalea tall, 44 wide series no: (B)(4), bought in 2013-11-26. It turns out that there is no spacer where the user brake is attached to the frame so the brake touche only a quarter of the surface of the tire (the right side). This is not something that they reacted to earlier when they used the attendant brake a lot, but now it has become a problem. Left brake is also very poor and "flabby".

Manufacturer narrative:
The azalea is the same /similar to products which are manufactured and/or marketed by invacare in the u.s. The alleged incident occured in (B)(6).